Manufacturer narrative:
Product event summary: the controller and seven were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both controller power ports, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(6) , as well as momentary disconnections that did not lead to power switching involving (B)(6) . Momentary disconnections will result in an audible tone or ¿beep¿. Log file analysis did not revel any critical battery alarms within the analyzed period. Log file analysis also revealed 3 controller power-up and associated pump start events were logged on (B)(6) 2019 at the following times: 07:06:56,10:54:04 and 11:05:24. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for 10 seconds, 8 seconds and 7 seconds respectively. A power source lubrication procedure was performed on power sources (B)(6) in accordance with the requirements on 18/jul/2018. A power source lubrication procedure was performed on power sources (B)(6) in accordance with the requirements on 11/mar/2019. It is likely that the no power alarm that sounds when the controller loses power was perceived as the reported ¿critical alarm¿ described in the event details. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching and beeping events after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. A possible root cause of the losses of power and reported ¿critical alarm¿ can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ battery serial #: (B)(6) d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112, h6 result code(s): 3213, h6 conclusion code(s): 4307, d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112, h6 result code(s): 3213, h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112, h6 result code(s): 3213, h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112, h6 result code(s): 3213, h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112, h6 result code(s): 3213, h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6) ,d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112 ,h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 22-oct-2019, h3: yes, h6 method code(s): 10, 4112, h6 result code(s): 3213, h6 conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 2018-05-31 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. A critical alarm sounded and there were multiple beeps of power disconnecting and reconnecting. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.